Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer exposed the pump to extreme heat and left the pump in the car for over an hour. The customer¿s blood glucose (bg) was 520 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.